Event description:
Customer claims that during an open heart procedure the clamp broke. The clamp was in place for approximately 15-30 minutes before the break occurred. Blood transfusion was not required and the pt has not suffered any complications as a result of this incident.

Manufacturer narrative:
Device eval summary: based on an eval provided by a metallurgy specialist and an investigation into the history of the mfg process of the clamps which fractured, the following conclusion was made. The clamp fracture was due to the presence of three conditions in combination. First, the presence of a stress concentration due to the geometry of the fillet at the transition of the box lock to the jaw (90 degree angle). Secondly, the presence of hydrogen (in the stressed fillet transition) in the material as a result of the passivation process. Thirldy, the subsequent reprocessing of the parts which consisted of annealing, rebending, and rehardening after the initial assembly and hardening of the parts. The presence of any one of the above conditions alone, would not render the part defective; however, the three conditions in combination may produce a part which could potentially fracture due to brittleness. Mfg changes have been implemented to address the conditions identified above. Reprocessing to include annealing and rehardening has been eliminated. Potential embrittlement secondary to passivation will be controlled by adding a 375 degree fahrenheit baking operation after the passivation process which eliminates any hydrogen entrapment within the material. Hydrogen entrapment could result in a weakened part and thus will be eliminated. Additionally, the stress concentraion due to the geometry of the part will be radiused to reduce the concentration of the stress at the transition from the box lock to the jaw.